Event description:
It was reported that the ilet insulin pump generated an occlusion alert, after which testing of the infusion tubing led to insulin leaking into the cartridge chamber, and the user switched to multiple daily injections before later reconnecting to the pump; the event involved a leaking cartridge component and an occlusion-related insulin delivery issue with user troubleshooting performed. Symptoms included thirst, frequent urination, and agitation consistent with hyperglycemia. Outcomes included persistent elevated blood glucose requiring temporary transition to subcutaneous insulin by pen.

Manufacturer narrative:
Investigation included user education and troubleshooting. Investigation of this case revealed evidence of leakage in the cartridge area associated with the reported occlusion alert. It was concluded that the event was consistent with hyperglycemia of unclear cause in the setting of a reported leak and occlusion, with no hospitalization reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.